Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2008-00011 the same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a pt underwent a sling procedure in 2007. Post-operatively, at a follow up visit in 2008, it was found that the pt was experiencing a vaginal erosion of the tape. As a result, the surgeon is planning a procedure for closure of the mesh.